Event description:
Syringe does not deliver proper dosage. Medication is left in syringe after administration from single dose vaccine vials containing 0.6 cc (dose 0.5 cc) sometimes less than 0.2 cc actually administered. From 10 dose multi dose vials containing 6cc, a total of 4 cc actually administered with less than 8 doses rather than greater than 10 doses. Occasionally syringe needle retract by itself. (I unfortunately did'nt save this one). Button to retract needle seems to cause "recoil" or kickback which may lead to increased local reactions. Syrings have a lot of dead space. Must have been tested vertically with needle down & plunger on top so bubble would flush fluid out.